Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had turned on and off. A field service engineer (fse) had tested the station and found that the barcode scanner (bcs) was rapidly beeping, preventing the bio ID and station from functioning properly, after unplugging and testing it on another usb port with the same results, inspecting the cable, and finding no visible damage, the fse replaced the barcode scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier would go on off and the scanner was making a constant beeping noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.